Event description:
As reported, during open parastomal hernia repair procedure, bard/davol optifix 30 count fixation device (device #1) was used to fixate the bard/davol ventrio st mesh. It was reported that after using about 6-7 fasteners successfully, the handle became difficult to actuate and the fastener that released did not fixate the mesh fully and the fastener was removed. As reported, another bard/davol optifix straight (device #2) was used and after the surgeon used about 6-7 fasteners successfully, the handle became difficult again and the fastener did not penetrate and fixate the mesh fully. It was reported that the fastener was again removed the surgeon decided to complete the case using a non bd device. As reported, the surgeon used counter pressure to the distal end of the devices using his contralateral hand and the pressure was perpendicular to the mesh/tissue. It was reported that the surgeon is an experienced user of the device. There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight fixative did not fixate the mesh completely. The subject device has been returned for evaluation. Evaluation of the sample finds for bent guide wire and bent back up tabs at the cannula tip. Functional evaluation resulted in one successful and one unsuccessful deployment. Misfiring is a known result of a bent guide wire/ tabs. Based on the sample evaluation and investigation performed the bent components and issue that presented are due to forces applied during use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ this MDR represents the optifix straight (device #1). An additional MDR was submitted to represent the optifix straight (device #2).